Manufacturer narrative:
Based on the claim against the product by the customer noting, non-intuitive motion. An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce the reported problem. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported, that during a da vinci-assisted surgical procedure. The nurse informed that arm 1 on the patient side cart (psc) had non-intuitive motion. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter, and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer (hrsv). While the surgeon was attempting to manipulate instruments from the surgeon side console (ssc). The failure was not related to an inability to move the instrument at all (e.g., static instrument). The customer noted, that the movements from the surgeon did not scale appropriately. The customer noted, arm moved without the surgeon command. The instrument did not move in the intended direction, as the movement was against the surgeon¿s wishes. The timing was not appropriate. There was no shakiness/friction observed. There were no external collisions. The issue was intermittent. The system was rebooted. The field service engineer (fse) recalibrated the arm during a visit to resolve the issue. There was no injury to the patient. The device was inspected as usual prior to use. The customer asserted the equipment is always inspected. And no problems have been observed before. The issue occurred in the morning.